Event description:
Information received from the field does not address the patient's clinical status but notes that the patient pre- sented to the clinic with the device in back-up operation. A software download was unsuccessful. Therefore, the device was replaced.